Event description:
It was reported that difficult to advance within the artery occurred. Procedure summary: it was noted the diameter of both the left and right femoral arteries were larger than 5.5mm. The 14f isleeve introducer sheath was inserted into the right femoral artery. Severe tortuosity was encountered and the 14f isleeve introducer sheath was unable to be advanced beyond the right external iliac artery. The 14f isleeve introducer sheath was removed and the sheath was noted to be twisted. Left femoral access was obtained. A second 14f isleeve introducer sheath was inserted into the left femoral artery. During advancement of the second 14f isleeve introducer sheath calcium was encountered in the middle of the left common iliac artery and the 14f isleeve introducer sheath was unable to be advanced further. The second 14f isleeve introducer sheath was removed from the patient and it was noted to be very twisted and damaged. A 9x40mm bsc balloon catheter was used to widen the left common iliac artery. A third 14f isleeve introducer sheath was successfully placed and the transcatheter aortic valve replacement (tavr) procedure was successfully completed. Patient status no patient complications were reported.

Manufacturer narrative:
Four photographs showing two 14f isleeve introducer sheaths in each photo were provided to assist in the investigation and were reviewed by a bsc laboratory technician and a design assurance engineer. The photographs showed two 14f isleeve introducer sheaths and a dilator post removal from the patient anatomy. It was not possible to determine which 14f isleeve introducer sheath was used via right access versus left access from the provided images. The dilator was bent and the bend was an expected outcome due to tortuous anatomy. One 14f isleeve introducer sheath was expanded along the expansion seam lines and kinked. The second 14f isleeve introducer sheath had no visible damage in the images provided.

Event description:
It was reported that difficult to advance within the artery occurred. Procedure summary: it was noted the diameter of both the left and right femoral arteries were larger than 5.5mm. The 14f isleeve introducer sheath was inserted into the right femoral artery. Severe tortuosity was encountered and the 14f isleeve introducer sheath was unable to be advanced beyond the right external iliac artery. The 14f isleeve introducer sheath was removed and the sheath was noted to be twisted. Left femoral access was obtained. A second 14f isleeve introducer sheath was inserted into the left femoral artery. During advancement of the second 14f isleeve introducer sheath calcium was encountered in the middle of the left common iliac artery and the 14f isleeve introducer sheath was unable to be advanced further. The second 14f isleeve introducer sheath was removed from the patient and it was noted to be very twisted and damaged. A 9x40mm bsc balloon catheter was used to widen the left common iliac artery. A third 14f isleeve introducer sheath was successfully placed and the transcatheter aortic valve replacement (tavr) procedure was successfully completed. Patient status: no patient complications were reported.